Event description:
A malfunction alarm was reported by the customer while she was at work. There was no adverse impact on the customer's blood glucose level. The malfunction code was resettable, and the customer was assisted by technical support to reset the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arise again.